Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is a smoker with a medical history of hypertension and hyperlipdemia. Three resolute onyx stents were implanted in the lad d uring the index procedure. Approximately one day post index procedure the patient suffered a non-stemi myocardial infarction in the rca. The event occurred in non-target vessel to lad initially treated a staged procedure was planned for the rca and it was brought forward due to the mi. Three resolute onyx drug eluting stents were then implanted in the rca to treat the myocardial infarction. Event is resolved. Investigator reported that the event was not related to index device or anti platelet medication. Safety assessed the event as not related to the index device or anti-platelet medication. The cec has adjudicated the event as non q wave mi (non target vessel).

Manufacturer narrative:
The patient has a medical history of stroke and previous mi. The index procedure was prompted by mi. During the index procedure two resolute onyx stents were implanted into the lad and one non medtronic stent was implanted into the lad. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec has adjudicated the event as 'non tvr percutaneous intervention (ntvr) prox. Rca'. 'Revascularisation; no information regarding the specific location in the rca. Assume proximal rca, not staged because mi prompted pci.' The mi was considered to be a non - stemi. There were only 2 stents implanted in the lad and not 3 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rca was treated with six resolute onyx drug eluting stents. Cec adjudicated cass site of the mi to be the prox rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mi did not occur in the target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three resolute onyx des were implanted in the rca and not six as previously reported. If information is provided in the future, a supplemental report will be issued.